Event description:
Balloon wsa unable to be removed after balloon rupture.

Event description:
It was reported there were removal difficulties of the catheter balloon after the balloon had circumferentially ruptured during stent procedure (off-label use). Balloon catheters were inserted via the right and left femoral arteries. Balloons were hand inflated. Noticed balloon rupture with the right-sided balloon. Dr attempted to remove the balloon and was able to remove up to the point where the distal marker was outside the artery, the rest of the balloon was unable to be removed. The balloon was out and two larger femoral inputs were inserted over the balloon in an attempt to encapsulate the ruptured balloon, which they felt had taken on the appearance of a "disc" and had therefore plugged the femoral artery. Despite several attempts the pt had to be operated on. Surgical removal of the balloon via arteriotomy and repair of the right femoral artery completed the procedure with no further complications being reported.